Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Device received with scratched case, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose levels on (B)(6) 2020. Customer¿s blood glucose level was 400 mg/dl. Customer was treated with insulin drip and insulin shot. Caller stated that the insulin pump did not alarm or give any warning that the insulin was not delivered. Customer was using auto mode. The insulin pump will be returned for analysis.